Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted set alarm interrupted delivery. The software version of this device is currently unknown. No additional information is available at this time. No patient injury or medical intervention was reported. On (B)(6) 2010, the baxter field service technician serviced a colleague device, product code 2m8161, (B)(4), for a battery issue. Patient injury/medical intervention was not reported to have occurred. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4). Upon review of the event history it was found that this device encountered a 'battery depleted set' alarm during an infusion on (B)(6) 2010. Since the alarm stopped the infusion, this complaint is being reported for an interruption of delivery which is a reportable malfunction. The event history was reviewed on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). The device evaluation has not yet been completed. No additional information is available at this time. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).